Manufacturer narrative:
Concomitant medical products: product ID 3877-75, lot# 0205764419, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the lead found no significant anomalies. The #0 wire was broken .3cm from the distal end of the #0 connector sleeve and the proximal end was stretched due to overstress. Another wire was also kinked in the same area. The outer insulation was trimmed away to expose suspected void in the epoxy. The edges of the epoxy around the void appear cracked. The stylet lumen outer insulation was pulled out from the end of the lead.

Event description:
Additional information was received which reported that the patient was doing well.

Event description:
It was reported the patient was implanted in (B)(6) 2013 and up until recently the patient had good stimulation in the proper areas that pain was felt. It was stated the patient was complaining of feeling ¿unbearable¿ stimulation. Overstimulation and a shocking/jolting sensation were noted. The programming nurse tried to program, but the patient¿s one leg started ¿jumping¿ from stimulation. Stimulation was ¿too much¿ for the patient. Stimulation could not go higher than 0.1v. It was added that impedances were out of range as well. The patient went on to have a lead revision on 2014-(B)(6). During the revision, the impedance was checked on the lead while it was still connected to the implantable neurostimulator (ins). Impedances were in range, but low (638-698 ohms). The lead was removed and placed in a trialing cable where impedances were again tested. Impedances were in range. It was stated the lead was tested 7 times, but when retesting, every second time the impedances would be out of range and then in range. Placing the lead back in the ins resulted in out of range impedances. A new lead was used and impedances measured with both the ins and trialing cable were ¿normal.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.